Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices and the ipg was found to be inoperable due to end of life. As such surgical intervention took place, where the ipg was replaced, and therapy was restored.